Event description:
Subsequent to the previous medwatch report, information was obtained that the device that was reported was only a treatment stent for a new lesion site in a different artery, 16 days after the index procedure. Therefore, this should not have been filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via trial that on (B)(6) 2010, due to unstable angina, the patient underwent the index procedure with successful deployment of four drug eluting stents. One was placed in the mid right coronary artery conduit segment and another was placed in the proximal circumflex artery segment. The final two stents were placed in the first left posterolateral branch segment. Residual stenosis in all three lesions was 0%. On (B)(6) 2010, the patient received a peri procedural loading dose of 60.0 mg of prasugrel. In addition, to prevent deep venous thrombosis, he was given heparin and enoxaparin on (B)(6) 2010. For hyperlipidemia, the patient was started on atorvastatin on (B)(6) 2010. Following the pci procedure, the patient was discharged home on protocol required doses of prasugrel (10.0 mg) plus aspirin (81 mg). The patient had persistent chest discomfort while walking. On (B)(6) 2010, he was admitted to the hospital with progression of coronary artery disease. He underwent cardiac catheterization and 2 drug eluting stents were placed; one in the proximal circumflex artery segment and another in the first left posterolateral branch segment. Heparin was given to prevent deep venous thrombosis. The patient was discharged on (B)(6) 2010. No additional information was available.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The second unknown promus stent is being reported under a separate medwatch report number. (B)(4).